Event description:
It was reported that the impedance increased to 3500 ohms, the sensing integrity counter (sic) was high, there were a high number of monitored ventricular tachycardia episodes, and the lead integrity alert was triggered. It was also reported that there was a possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.